Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the expiratory channel printed circuit board, control printed circuit board and pressure transducer printed circuit board was damaged due to liquid contamination/corrosion. The device was repaired by hospital's biomed. The device passed all performance tests and has been released for clinical use. The provided photos of affected printed circuit boards confirmed ingress of liquid printed circuit boards. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Most probable cause to the contamination is ingress of liquid. Circumstances about the source of the liquid are unknown. Our servo ventilators fulfill the standards of ip21. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).